Event description:
It was reported that after the catheter was inserted it leaked and separated. A piece of the catheter migrated to the patient's right heart. Under fluoroscopy, the piece of catheter was removed using a net device. There were no patient complications.